Event description:
During an iontophoresis electrode treatment administered with dexamethasone, the patient received a burn from the active electrode. This occurred when the patient was treated for achilles tendinitis. The burn is approximately 1 cm round. According to the physical therapist, the recommended treatment time of 40ma-minutes was not exceeded and the instructions for use were followed correctly. The prescribed drug, dexamethasone, is not sold with the electrode.